Event description:
Could not connect the hub of mc to extension tube. Difficulty experienced to attach the hub of the rapid transit to the extension tube. The product appeared normal upon opening and removing from the packaging. The hub of the catheter was not cracked and it appeared round. The hub of the mc was not attached to any other product, except it was difficult to connect the hub to the extension tube. No information available if it was the cordis extension tube. The product was not clinically used.

Manufacturer narrative:
The DHR review performed for this lot involved indicates that the product was tested and inspected per established manufacturing requirements. This review revealed that the products met all requirements per the applicable. Manufacturing quality plan. There are no identified procedural factors contributing to the reported difficulty connecting the rapid transit hub to the extension tubing. Without the actual product being returned for evaluation, the exact cause of the difficulty cannot be confirmed. Cordis has initiated correction action to prevent a recurrence of this issue.